Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient had some questions about her neurostimulator. The patient had had neurostimulator for almost 2 years. The device helped the patient when she first got it and it helped her in the sense of letting her relieve everything at once, but now it's gone back to what it was before implant. This had been going on for maybe a good 6 months or more. The patient was trying to give it the "leverage to really see" if it would change. The patient noted it was now getting on her nerves. The patient had tried to "go up and down with it, let it stay on the lower channel or whatever and gone up and it still feels like it's not really helping me now." Additional information received noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appointment (B)(6) 2014. It was reported three months later that the patient¿s therapy was not working for "quite some time" 6 months or more with gradual symptom return. When the patient was first implanted she did get relief. The patient saw her representative 2 weeks ago for reprogramming. The patient programmer was dead at the time. The patient was going to reconnect with the representative about her reprogramming to see how it was going. There had been no change and she was still experiencing symptoms. Additional information received noted that the patient stated that she was not experiencing any improvement. The doctor was instructed with his programmer to perform an impedance check and it fell within normal parameters. The doctor tried to use the patient's programmer to try another program but her batteries were dead. Using his programmer he moved her to a new program and instructed her to make an appointment in 1 month as well as keep a bladder diary. The patient stated that she still has pelvic floor stimulation. The doctor has reached out to the patient to reevaluate her therapy. It was reported a couple of months later that the patient noted the therapy was not helping (was not working for her) and she was going to the bathroom. Additional information received about a week later reports the patient was implanted in (B)(6) 2012. The neurostimulator was working the way the patient hoped, because the patient was sleeping all night. But after a couple of months, the patient wasn't as bad but starting to wake up during the night or even during the day. The patient called their healthcare provider two years later and told the healthcare provider of their problem and the patient wanted one of the manufacture representative to be there so the representative was at the fourth appointment. He reset the remote and told the patient to keep track of how it was working. The patient did but still not sleeping good because they still up at night. The patient called the representative again and he told the patient how to reset it over the phone. If still a problem after 2 weeks, call their doctor and make an appointment to let him know so he could come in to see what else we could do. This had been going on since (B)(6) 2014. When the patient called in beginning of (B)(6), the patient has not been able to get in touch with representative to coordinate meeting at healthcare provider appointments. It was reported two months later that the patient was trying to get in contact with a manufacturer representative, because her neurostimulator was not working for her the right way and it¿s been almost two years. The patient states by not working the right way, she means that it was not helping her urinary symptoms. It was clarified if it had not been helping urinary symptoms for two years and the patient reports "it was doing ok for a minute but it¿s going back to where they was from the beginning". The patient met with the representative because it wasn¿t doing like it was supposed to, then after she met with him it was "doing ok for a minute". The representative reset it for her because the patient previously had another representative, who "had all the software lit up whatever. He had everything going instead of just whatever program so it wasn¿t helping the patient at all. The patient maybe met with the representative in (B)(6) prior to her related call on (B)(6). Additional information received a month later reports the patient had been dealing with this device (B)(6) 2012 to present and had just seen the manufacturer representative around (B)(6) 2014 after it took 4 different attempts. The representative came and reset the patient remote. The patient supposed to keep track of how many times she go. It became very sore where the neurostimulator was and now the patient have a soreness that's also very painful. The patient think at the end of (B)(6) 2015 she was going to have this removed because it's not helping her and now it¿s becoming sore and not a good feeling. The patient don't feel comfortable with this product and the manufacturer company when she tried to get help or ask questions. Additional information received four months later reports that the patient had been communicating with the manufacturer company since 2012 when the device was implanted. The patient had the device removed on (B)(6) 2015, because it wasn't working. A different representative tried but still didn¿t work. It was reported when the patient¿s doctor took it out and it was deteriorating in her body after 3 years. It was reported that it was so deteriorated. The patient was very dissatisfied and upset.

Manufacturer narrative:
Concomitant product/(s): product ID: 3889-28, lot# va02gnw, implanted: (B)(6) 2012, product type: lead. Product ID: neu_ptm_prog. Lot# serial# unknown, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer noted that in her 3 years with the device, it rubbed a sore on her butt and it became very painful.